Event description:
This is a spontaneous case report received on 03-may-2016 from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6). She had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014 with lot number b42245. In half of the year ((B)(6)-2014), she started to feel pelvic pains and lumbago. She also presented irregularities on her period with too much hemorrhages. The following year, her pain become unbearable and remained every day. On (B)(6), analysis were performed, anesthesia and electro to realize the bilateral salpingectomy by laparoscopy. On (B)(6)-2016 both essure were removed. Since then, the pains have relieved. All events were considered as related to essure by the consumer. Quality safety evaluation received on 23-may-2016: (B)(4). In this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer who had pelvic pains after essure (fallopian tube occlusion insert) insertion. She had both essure surgically removed. This event is listed in essure's reference safety information. After essure insertion, pelvic pain may occur. In this particular case, consumer related the event to essure and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Non-serious events lumbago and irregularities on her period with too much hemorrhages were also reported. This case was considered an incident, since device removal was required. The outcome of the technical investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
(B)(4).